Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. The reported patient effects of heart block could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 35mm size navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the patient had a heart block. The procedure went well and the valve was successfully implanted at a depth of 3mm. Next day, echocardiogram (echo) showed 3mm gradient and mild perivalvular leak (pvl). There was no intervention performed for 3mm gradient and mild perivalvular leak (pvl). The patient was in heart block and a permanent pacemaker was implanted. The patient was reported discharged.